Event description:
This case involved a male patient, who developed an enormous amount of nodules after treatment with poly-l-lactic acid (sculptra, lot# and exp date unknown), for an unknown indication. No concomitant medications or medical history was reported. No further information was reported.